Manufacturer narrative:
The device was returned for investigation and revealed that the dornier 12/14fr access sheath was still connected to the device. The investigation concluded the device experienced mechanical stresses during the procedure causing damage to the hypotube, leading to a tear in the irrigation lumen jacket, steering damage, and deformation of the vacuum lumen. The product labeling, cvac aspiration system IFU, l00018, has appropriate warnings and cautions and indicates if damage to the cvac aspiration system occurs, or it stops functioning during a procedure, stop using the device immediately, troubleshoot, and continue the procedure with a new device, as appropriate. The lot history review (lhr) for lot# 90589521 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026 a male patient underwent a steerable ureteroscopic renal evacuation (sure) procedure. It was reported the device could not be withdrawn from the ureteral access sheath (uas), requiring the device and uas to be removed from the patient together. A new access sheath and device was opened and the procedure was completed successfully. No patient harm was reported.